Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor transcatheter aortic valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured at a perimeter of 75mm, and the left ventricular outflow tract (lvot) was 67mm. Pre-dilation was performed with a 22mm non-abbott balloon. During the procedure at 80% deployment, the valve depth was 4mm from the non-coronary cusp (ncc) and 1mm from the left coronary cusp (lcc). At full deployment the implant depth on the lcc was 3mm and the ncc was 0mm with a mild-severe perivalvular leak. A second 27mm navitor transcatheter aortic valve was implanted at an implant depth of 4-5mm on the ncc and 5mm on the lcc. The patient remained hemodynamically stable throughout the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of the perivalvular leak and device malposition was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The possible causes for perivalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information received appeared to show the valve implant depth was less than intended may have resulted in causing perivalvular leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported perivalvular leak could be due to implant depth but cannot be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor transcatheter aortic valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured at a perimeter of 75mm, and the left ventricular outflow tract (lvot) was 67mm. Pre-dilation was performed with a 22mm non-abbott balloon. During the procedure at 80% deployment, the valve depth was 4mm from the non-coronary cusp (ncc) and 1mm from the left coronary cusp (lcc). At full deployment the implant depth on the lcc was 3mm and the ncc was 0mm with a mild-severe perivalvular leak. A second 27mm navitor transcatheter aortic valve was implanted at an implant depth of 4-5mm on the ncc and 5mm on the lcc. The patient remained hemodynamically stable throughout the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.